Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05283 and 3005099803-2020-05284 for the associated device information. It was reported to boston scientific corporation on october 26, 2020 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios stent (the subject of this report) was advanced through the scope over a guidewire; however, it failed to exit the scope. The scope was changed and a second axios stent (the subject of MFR. Report # 3005099803-2020-05284) was then attempted to be used but the same issue occurred and the stent failed to exit the scope. Reportedly, the procedure was not completed and rescheduled for (B)(6) 2020. On (B)(6) 2020, the patient was brought back for another edge procedure. A third axios stent was attempted to be passed through the scope without a guidewire outside the patient; however, the stent failed to exit the scope. A 15 x 10 axios was implanted to complete the procedure using the same scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was placed transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.

Manufacturer narrative:
Block h6: problem code 3191 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully covered and undeployed. The delivery system was received in original position with the retainer clip. Visual examination of the returned device found the outer sheath was kinked approximately at 8.5cm from the luer. Functional inspection was performed to verify if there was any resistance during deployment; deployment was performed without issue and no resistance was felt. The outer diameter (od) of the catheter was measured and was found to be within specification. No other issues with the stent and delivery system were noted. The reported event of device difficult to advance could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall;" however, this device is not indicated to be placed transgastric to the stomach. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the patient anatomy could have caused the physician to feel resistance, limited the performance of the device and contributed to the failure reported and the kink observed on the outer sheath. Therefore, the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05284 for the associated device information. It was reported to boston scientific corporation on october 26, 2020 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios stent (the subject of this report) was advanced through the scope over a guidewire; however, it failed to exit the scope. The scope was changed and a second axios stent (the subject of MFR. Report # 3005099803-2020-05284) was then attempted to be used but the same issue occurred and the stent failed to exit the scope. Reportedly, the procedure was not completed and rescheduled for (B)(6) 2020. On (B)(6) 2020, the patient was brought back for another edge procedure. A third axios stent was attempted to be passed through the scope without a guidewire outside the patient; however, the stent failed to exit the scope. A 15 x 10 axios was implanted to complete the procedure using the same scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was placed transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.